Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized for intermittent fevers (102f-104f) and worsening fatigue after completing two courses of levaquin for fever and an elevated white blood cell (wbc) count. Blood cultures were (B)(6) for (B)(6). A CT of the chest/abdomen/pelvis showed multiple air foci in the fat at the anterior aspect of the lvad and extending anteromedially as multifocal pneumomediastinum. The finding was suspicious for infection of the lvad. On (B)(6) 2018, a peripherally inserted central catheter (PICC) line was placed for vancomycin. The patient would remain on intravenous vancomycin for 6 weeks followed by lifelong suppressive therapy. The patient was discharged on (B)(6) 2018, to a skilled nursing facility. The patient would be scheduled for a follow-up with vad clinician and infectious disease team. No additional information was provided.